Event description:
The doctor claims that the graft was implanted on 1/13/93 as a replacement for the main artery in the lower chest. Medications given at the time of surgery were nicardipine hydrochloride, aspoxicillin, flomoxef and famotidine. 26 days after surgery, on 2/8/1993, the pt developed light angiitus and a red/purple subpapular appeared in the chest. After a dermatologic biopsy diagnosis, the pt was treated with medicine (unk) and subsequently recovered. The dr states that the causal relation is unclear.